Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection verified the ruptured bladder. Microscopic inspection noted a mark on the exterior surface of the bladder near the rupture line that may have contributed to the rupture. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured. This was identified during filling. The device was filled with 75 milliliters of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.